Manufacturer narrative:
Product analysis: the device was found to have no output signal. The output connector flex assembly was replaced. The device passed final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.